Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was at a clinic getting his eyeglasses adjusted. While there, the patient experienced presyncope and the staff had the patient lie down in an exam room. The clinic staff called ems. The patient¿s cgm was reading 232 mg/dl and the bg meter was reading 500 mg/dl. Ems transported the patient to the ER, where his bg meter reading was 632 mg/dl. The patient was treated with an unspecified IV drip and was discharged home after approximately 9 hours. At discharge, the patient¿s bg meter reading was 220 mg/dl. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.